Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® molding and occlusion balloon instructions for use (IFU), anticipated device defects and adverse events are as follows: trauma to the vessel wall, including spasm, dissection, perforation or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The patient had received total arch replacement previously. Also, the patient had disseminated intravascular coagulation (dic). So, the purpose of this procedure was complete closure of false lumen flow. The type b dissection extended from the aortic arch to the left external iliac artery. Two ctag acs were implanted in the aortic arch and descending aorta. Additionally, an endurant stent graft (iliac extension) was implanted in the abdominal aorta, and a contralateral leg of gore® excluder® aaa endoprosthesis was placed in the left iliac artery. An intraoperative angiography showed a type IV endoleak from the endurant device. To suppress false lumen flow, an aortic extender of excluder was additionally deployed near the inferior mesenteric artery and ballooning using gore® molding & occlusion balloon catheter (mob) was performed gently. However, the false lumen flow did not disappear. Therefore, additional mob ballooning was performed for the endurant device. Then the false lumen flow increased and a new entry tear of dissection was found at the proximal edge of the endurant device. Another endurant iliac extension was additionally implanted to cover the new entry tear. The false lumen flow did not disappear but no additional treatment was given. The patient tolerated the procedure. The reporting physician commented as follows: the patient had dic and the procedure was aimed at completely blocking blood flow to the false lumen. However, this was pursued too far, causing a new entry tear to form at the edge of the endurant device.